Event description:
The complainant reported that the patient was on impella support, and, during support, there were placement signal not reliable alarms. Support continued. The investigating engineer requested that the automated impella controller be looked at for the placement signal issue. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: the case before the complaint, pump (B)(6) was run from (B)(6) with intermittent contrast spikes above 100%. Pump (B)(6) was implanted on (B)(6) and run until (B)(6) with the same intermittent but more frequent spiking contrast with snr plummeting and placement signal rocketing to 3002 mmhg during these times. The extended high placement signal is what triggered the placement signal not reliable alarms from the complaint as contrast is not visible to the user. Rt logs during this case confirm the lt logs. The following case had the same spiking contrast from the previous cases but did not have the unreliable placement signal from the previous case. Device analysis: the console was eventually returned for investigation. The oscillating contrast was not reproduced while running a test pump, the console performed as expected. Root cause: the root cause of the intermittent unreliable placement signal and oscillating contrast could not be determined as the failure was not reproduced during testing. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.